Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon was trying to engage and tighten screw into acetabulum - he said it did not bite in recess and could not tighten screw. Nurse swapped out to another screwdriver shaft and procedure continued. Complaint form states no delay to surgery time.

Manufacturer narrative:
The device associated with this report was not returned, however provided photographic evidence confirms the reported event of screwdriver tip damage. A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. Based on the provided photograph of the reported device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.